Manufacturer narrative:
Further investigation determined the analyzer alarms indicated a line power fluctuation which causes thermal stress on the fuse holder. It was confirmed the service action of replacing the power module pcb resolved the issue.

Manufacturer narrative:
The customer stated the "fuse holder was gone". There was nothing left but black ash and a black wire in the analyzer's fuse hole. The remains of the fuse were discarded. The customer stated the analyzer alarms were "overheating errors" and noted the analyzer had been pushed very close to the back wall. The customer agreed this would impede ventilation of the analyzer.

Event description:
The customer stated they received analyzer alarms and replaced the fuse. When the analyzer was restarted, the customer saw smoke. It appeared that the fuse holder had melted and half of the fuse was still inside the analyzer. The customer verified that no one was injured or harmed. No patients were involved in the event. The field service representative determined there was an electronic failure of the fuse printed circuit board (pcb) and he replaced the pcb. He successfully powered on the analyzer and performed initialization successfully. He verified the system was performing to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.